Manufacturer narrative:
Pump passed displacement test, self-test, active current measurement and sleep current measurement. All buttons function properly. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 03-aug-2025 at 18:52:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 2.0 received the low battery alert (104) on 08/03/2025 18:52:00 after more than 7 days at 25.55 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The keypad assembly, electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: scratched case and minor scratched lcd window. The sc1-cap/reservoir does lock properly. Unexpected battery power loss was not confirmed. Keypad/button unresponsive was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power loss alarm a keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed, and the customer was able to successfully clear the alarm. An was not alarm in progress during the time that the button was unresponsive. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.